Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited a high out of range shock impedance measurement. The patient was brought into clinic and manual testing revealed shock impedance measurements of 88 ohms and 85 ohms. Isometrics was performed with no changes in impedance measurements observed or noise. Boston scientific technical services (ts) discussed delivering a 1.1 joule and a maximum energy shock to further evaluate the system. No adverse patient effects were reported.

Manufacturer narrative:
No further evaluation was performed at this time. The physician will continue to monitor the system through remote monitoring and regular follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.